Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The broken open battery compartment from impact sustained by the monitor during use and handling. The DHR review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2021-10498. The report was submitted in error.

Event description:
Won't turn on.